Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced distal pulses that were unable to be dopplered, however the medical team noted the patient's systemic vascular resistance was still high at around 4000 dynes x sec/cm5. The patient was monitored and the medical team continued to assess for pulses, and no intervention was reported. The physician noted that they did not believe the pump caused the limb ischemia. The physician noted that the patient was n profound shock when the pump was placed, and the medical team was unable to doppler pulses on any extremity because the patient was receiving high doses of pressors and the patient's shock state. The day following noted lack of distal pulses, the impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The root cause of the limb ischemia cannot be determined since the product was not returned and insufficient clinical details were provided. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿